Event description:
During a pci treatment procedure, the choice pt guide wire became stuck to the interpass guide catheter. Both devices had successfully crossed the lesion, and the physician was attempted to remove the choice pt guide wire when this event occurred. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the proximal left circumflex coronary artery. The interpass guide catheter and the choice pt guide wire were removed from the pt as one unit. A bmw guide wire was used to successfully complete the procedure. When checked outside the body, the devices could not be separated. No pt injuries or complications were reported. Pt status is reported as 'good'.